Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual result. The iol was exchanged with an alternate iol approximately 1 month following the initial procedure.